Event description:
It was reported that the nurse tried to administer the vaccine to the patient twice; however, the liquid was always leaking from the hub. On the third try, they were successful. There was patient involvement, but unknown patient harm/adverse event reported.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.